Manufacturer narrative:
Initial and final MDR 1968509- MDR 8021545-2024-03585- device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. On 16-july-2024, it was reported that the patient encountered needle dislodged shortly after insertion and leaked insulin for 5 infusion sets between (B)(6) 2024 and (B)(6) 2024. The blood glucose level was reported high with ketones and due to which the patient was hospitalized and treated with bolus via pump. No further information available.